Event description:
The customer reported that the shock button was missing from their defibrillation hard paddles assembly. Without the shock button on the hard paddles assembly, the device would not be able to deliver defibrillation therapy while using the hard paddles.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the resolution of the reported issue. Several unsuccessful contact attempts have been made. The device has not been returned to physio-control for evaluation. The cause of the reported device issue could not be determined.